Manufacturer narrative:
Event site name:(B)(6) hospital.

Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) was leaking water. There was patient involvement and no injury or harm reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that they did not detect any signs of fluid intrusion externally or internally. The device passed all power on tests, and "system test ok" message was displayed. A known system trainer and iab were used to test autofill, and the device continued pumping without issues. Within the logs a "leak in iab circuit" and "augmentation below limit set" alarms were found. Additionally testing was also done in clinical mode on a trainer and iab and no issues were found. Finally, the fse could not replicate the "leaking water" issue reported by the customer. Device passed the performance and safety checks according to factory specifications.